Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 25mm mod rev hip bdy/blt +20mmcomponent level 9006-1-225; cat # 6276-1-225; lot # 95041604 bowed conical stem 22 x 195mm restoration modular hip system; cat # 6276-7-222; lot # cax089149a. Trochanteric grip plate; cat # 6704-3-093; lot # g8073549. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 29706451. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 30605351, qty: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: explanted all left hip implants due to chronic infection and placed a temporary cement spacer. Original primary was a competitor hip in 2014. The stem was revised to a rest mod on (B)(6) 2025 and then on (B)(6) 2025 it was converted to a constrained liner.